Event description:
The following was reported to hamilton medical ag: ventilator was ordered and delivered to the case, the unit passed the selftest successfully and started upn with asv-mode. Niv-mode was selected and confirmed, pressure support was as default 15cmh2o which was adjusted to 6cmh20 and confirmed, when the mode changed to asv. From the modes selection they changed back to niv-mode and the pressure support was still standing 6cmh2o as they adjusted but niv-mode couldn't be confirmed, the button was in gray and the unit alarmed red alarm with unknown numeric code. They tried several times with same result, the unit prompted "peep not held/achieved". Tightness test was passed successfully. Red alarm didn't appear anymore. After this event the unit was tested in their station and worked fine. On sunday 15th of january, during morning inspection unit didn't pass the selftest, gave red alarms with codes 231013 and 431009. No patient harm was reported.

Manufacturer narrative:
The investigation is still ongoing. Hamilton medical ag case number is: (B)(4).